Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device to be underweight, broken shell, non-penetrating nicks, and missing piece of shell. A microscopic analysis was performed which identified a sharp(edge) opening with non-penetrating nicks assessed as a surgical impact opening on radius side. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp edge opening with non-penetrating nicks due to surgical impact, non-penetrating nicks(stress marks), and missing piece of shell due to inconclusive.